Event description:
A tracheostomy cuffless tube had come disconnected at the flange. Closer observation revealed that the wire reinforced tube was torn away 50% from the adapter end. This was a new tracheostomy tube that had been in use for 7 days.